Event description:
It was reported that during a vena cava stenting treatment procedure, stent deployment difficulties were encountered. The customer stated that during the procedure, "the physician noticed that the stent did not open fully at the distal end." The physician subsequently post-dilated the stent. The procedure was successfully completed. No pt injuries or complications were reported.